Manufacturer narrative:
It was reported that a right hip revision surgery was performed due to pain, osteolysis, and metallosis. As of today, the explanted head and sleeve have not been returned for evaluation. The cup used in treatment, remains implanted and therefore cannot be tested. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and the head, and this failure will continue to be monitored for the cup. This will continue to be monitored via routine trending for the head and the sleeve, however it should be noted that these devices are no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The intraoperative findings of osteolysis, cloudy milk fluid, and extensive damage of the abductors may be consistent with findings associated with metallosis. The surgeon indicated it was evident that the source of the metallosis was the trunnion. However, the root cause of the trunnionosis cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant. The patient impact beyond the revision surgery cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that after the plaintiff underwent a bhr right tha surgery on (B)(6) 2008, he experienced implant pain. A revision surgery was performed on (B)(6) 2022, in which the surgeon found that there was an extensive osteolysis of the greater trochanter with a rent in the anterior abductors. It was noticed that the hip joint had a cloudy milk consistent with metallosis. Also, there was extensive damage of the gluteus medius and abductors from the osteolysis. The anterior structures were certainly quite necrotic. It was found that the source of the metallosis was the trunnion. The modular head and sleeve were explanted and replaced for a bhr dual mobility liner and an oxinium head. The femoral neck was otherwise in good condition and no erosion of the periphery of the acetabular component was found; therefore, the acetabular and femoral component were not explanted. The procedure ended well but the patient has a high risk of dislocation due to the extensive necrosis of his abductors.